Event description:
Customer reported that she had unexplained high blood glucose. Troubleshooting was performed, and the insulin pump failed the high-pressure test twice. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with currents in specification. The insulin pump unable to prime during the prime test and motor error during basic occlusion test due to faulty force sensor. Unable to perform the excessive no delivery due to prime anomaly. Motor passed motor test.